Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Does this trocar have the optiview technology? Yes. Were any noises heard such as "whistling" or "hissing"? Yes, whistling. If so, did the "noise" prevent insufflation? No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Clip appliers, graspers. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. After using 5mm clip applier and it was removed the device leaked. The disposable "mariland" was also used. No other product was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.